Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, one (1) universal insert spacer sz 5-6 11 mm broke when trying to put in a tibia trial, with a poly trial and the spacer attached to the poly trial. The broken piece did not fall into the patient. The patient was not harmed. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.